Event description:
This report is to advise of a tip fracture in the catheter.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of this issue was determined to be a design/process issue.